Event description:
The external pulse generator was returned to the manufacturer for calibration analyzed and tested out of specification. No patient involvement was reported.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) battery drawer and two side bail covers are contaminated. Lower case is contaminated / broken. The ring is bent.